Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 24mm in length and extended from a position 1mm distal of the proximal marker band to the distal tip. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
Reportable based on device analysis completed on 11oct2023. It was reported that the device was unable to cross lesion. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified left superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the device was unable to cross the lesion. The procedure was completed with a different device. No complications reported and the patient is in good condition after the procedure. However, device investigations revealed that a 24mm in length longitudinal tear, extending from a position 1mm distal of the proximal marker band to the distal tip was identified.